Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that in preparation for a holmium laser enucleation of the prostate (holep) procedure, the patient had been administered a general anesthesia. During the procedure, 30 seconds after the fiber had been plugged into the console, sparks were emitted along the laser fiber. The fiber was removed, and a second fiber was connected to the console. However, the same device issue occurred. The process was repeated using a third fiber, however the same device issue occurred again. The physician then switched to their back up 50w laser. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that in preparation for a holmium laser enucleation of the prostate (holep) procedure, the patient had been administered a general anesthesia. During the procedure, 30 seconds after the fiber had been plugged into the console, sparks were emitted along the laser fiber. The fiber was removed, and a second fiber was connected to the console. However, the same device issue occurred. The process was repeated using a third fiber, however the same device issue occurred again. The physician then switched to their back up 50w laser. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that in preparation for a holmium laser enucleation of the prostate (holep) procedure, the patient had been administered a general anesthesia. During the procedure, 30 seconds after the fiber had been plugged into the console, sparks were emitted along the laser fiber. The fiber was removed, and a second fiber was connected to the console. However, the same device issue occurred. The process was repeated using a third fiber, however the same device issue occurred again. The physician then switched to their back up 50w laser. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.